Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) , implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) ,implanted: explanted: product type product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot (B)(6) , ubd: , UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient reported that they were having a very difficult time connecting the recharger to the controller port. Pt stated they were concerned about breaking it because they had to try and force the plug into the port. They confirmed that the a/c power cord fit in the controller port very easily. Pt felt strongly something was wrong with the plug since they first got it. Email was sent to repair to replace the recharger. Pt noted that they needed to be able to recharger their ins otherwise they were worried about a return of pain symptoms. The patient reported they were having trouble getting the controller charged up. Patient stated they charged the controller for 2 hours this morning and the controller was at 100%. Patient stated when they went to charge the implanted neurostimulator patient said the implant battery got up to 60% and then got to 100%. Pt then said that the controller displayed that the controller battery was too low to charge it. Pt seemed confused and was unclear about the order of events. Pt also made a comment that they wanted to charge both batteries up to the same level so that could start charging both at the same time as opp osed to one and then the other. Pt confirmed that the controller is now at 20% after recharging the implant to 100%. Pt noted they had to charge up prior to their call into ps, but the controller was not incrementing even though the green light was flashing and the controller said it was charging. During the call agent had patient reset the controller. Patient confirmed the controller powered on without the battery pack while being plugged into the a/c power cord. Pt reinserted the battery pack and confirmed that the green light was flashings. Patient inspected the controller port, battery compartment, battery pack, and recharger; patient confirmed they all looked good. Patient stated they need to be able to recharge their ins so their pain symptoms won't return. Agent will make an outbound call to confirm the pt controller is charging properly. Patient called back from number registered repeating the recharger cord was hard to plug in. Pt said they still had a hard time plugging in the recharger cord. Pt said ac power plugged in easy, but it was harder to plug in the new recharger as well. Patient did not see any damage to controller port (pins or plastic of the port), it didn't look like anything was stuck inside, and ac power supply did not look broken. Agent reviewed recharger should have a tight fit to ensure the plug didn't wiggle around while charging. Agent reviewed if patient still had concerns, to follow up with doctor/rep to check equipment in person. The patient reported for the last couple days, they had trouble finding the spot to position the recharger. Patient said they were getting frustrated and finally were able to connect this morning. Patient was on excellent during the call, but then got no device found without moving. Patient had just received a replacement recharger and was using that recharger, but still had difficulty with connection. Patient mentioned they still had steristrips on. Agent reviewed forcing passive recharge to find good placement for paddle, and pt got up to middle number in the 80s. Pt kept paddle in place and started recharging session, reporting excellent and was able to keep excellent for the duration of the call. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed to continue monitoring charging and placement as they continued to heal, and call back if issues kept occurring. Pt called and reported they were "pissed off at the machine" along with information already documented; d ifficulty maintaining connectivity. Pt wanted to know how to enter prm again, as prior agent had them do. Agent reviewed sometimes the healing process takes a while and could have impact on connectivity when charging. Agent suggested pt follow up with hcp/rep to have their equipment checked in person, as they've had ins for under a month and the recharger had already been replaced. Pt asked why it took so long to charge ins; agent reviewed flippant connectivity would impact charging time. Pt was at 40% charge on ins at time of call. Patient called back stating that they are still having a hard time charging their implant. Patient stated that the charging will come in and out; patient will have the paddle in a good position but then be in an awkward position for their back. Patient mentioned that it takes forever to charge and that they do not have success charging. Patient mentioned that they getgood recharge quality, and then excellent, then nothing. Patient stated that they are in pain while charging; they were at a 8 and are now at a 10. Patient said that they do have an upcoming doctors appointment on november 2nd to discuss these issues; agent instructed patient to mention their pain and have the doctor check their implant site. Agent walked patient through a ac power reset; patient confirmed seeing the controller light flashing and that their controller was at a 80% charge and implant was at 30% charge. Patient mentioned that they tried fooling with their paddle while charging and are miserably uncomfortable; they wish it was easier. Patient stated that their device causes more pain than their back does and that they did not realize that it would be this difficult. Agent had patient start a charging session, patient confirmed recharging excellent even though their back is killing them. Agent put patient on hold and returned to the call to check charging status, patient stated that the recharge quality switched to good and then excellent and then no device found when they laid back. Patient mentioned that they had been getting no device found lately. Agent walked patient through checking their recharging speed; patient confirmed it was at a 4. Patient stated that they are recharging excellent but are uncomfortable. Agent reviewed implant site with patient and advised the patient to discuss their symptoms with their managing hcp at their upcoming appointment. Pt called back stating they had a problem with the battery not functioning, they called before and went in to seem them in person who then got it to work but they could not keep it working. Pt stated the controller was not working properly. When attempting to recharge the ins the controller battery goes to dead as a door nail. The pt went to use their equipment on saturday and the ins was at nothing for the ins had no charge to it. The pt charged their controller up and it was fine; when the pt went to charge the ins it was not working. When charging the ins the controller goes dead in charge and the ins stays at 0%. The ins had been dead from saturday to sunday. The pt talked to a rep who said to try charging the ins with the stimulation off. Pt worked with the rep and was able to charge their back but that was once, the pt tried to charge their ins again and it did not work again. The rep said to call for a new battery. Additional information received from the patient. Pt received her new li battery pack and stated she tried to swap the door cover off of the dummy controller but pt stated it is not fitting with her new battery. Pss is sending a request to repair for a new large battery door cover. Pt reported seeing "software problem intellis 3.6 - 245- ensinterfacesm.c - pt is able to reset the controller and stated the controller battery needs to be charged. Pt stated she has not been able to charge her ins. Pss will call pt back after the controller has had a chance to charge. Pt called back stating they received the controller and battery and the door did not fit. An email was sent to repair to order a large battery door. Pt also said they saw a message to call medtronic. Pt did not know what the message was. Pt then said there was nothing on the screen. Had pt take the bp out, plug in the controller. At first the screen did not come on. Reviewed to make sure the power cord was plugged in. The screen then came on. Pt inserted the battery and confirmed it was charging. Reviewed to keep charging the controller and then charge ins. Pt called back in reporting a software problem 1. Intellis 2. 3.6 3. 245 4. Ensinterfacesm.c. Agent walked pt through resetting the controller. Pt had to pair the controller again. Pt attempted to recharge. They were recharging excellent, but then it switched to good. Pt was very frustrated with the implant. Agent redirected to the pt to meet with a mdt rep at an appointment with the hcp to review information and to make sure the ins is still working properly. Pt called back saying they kept calling for issues and called earlier today and now the screen was blank. Agent had pt plug controller into ac power without battery, and pt mentioned that's what they were doing earlier before they called and was supposed to then charge for 2 hours. Pt then discovered there was no battery in the controller. Pt inserted battery pack and reported screen came on and showed no device found. Pt plugged in rtm and was able to start charging on excellent (controller 100%, implant red). Pt mentioned they'd had a lot of trouble with equipment and charging. Agent reviewed pt would need to keep charging ins.